Manufacturer narrative:
No moisture damage found at electronic assembly. However, the insulin pump was received with moisture damage at motor assembly. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube and a broken belt clip slot.

Event description:
Customer reported that the insulin pump got wet in the rain and that water was visible behind the display. The blood glucose reading was 98 mg/dl. Nothing further was reported.